Manufacturer narrative:
Insulin pump had no moisture damage noted on electronic assembly or on motor. Insulin pump had minor scratches on display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that water appeared to be trapped underneath the display screen. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 134 mg/dl at time of reporting. Nothing further reported.